Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. During advancement of the delivery catheter the physician stated there was friction was felt. The physician was unable to advance the device to the intended landing zone and decided to remove the device from the patient. Upon removal the patient's blood pressure began to drop. The physician then inflated another manufacturer's 8x4mm balloon in the external iliac artery and was able to control the blood pressure. The physician then implanted a 16/10/156 endurant limb in the right external and blood pressure was fine. The physician again tried to advance the valiant device but was still unable to pass the device. The physician then decided to place a conduit. As the incision was being made the external iliac artery was noticed to have perforated. The physician proceeded to place the conduit and was able to advance the valiant thoracic stent graft to the intended landing zone. The physician stated the cause of the event was related to the catheter catching on the calcium at the proximal external iliac artery. The patient lost blood and still intubated but following commands. No additional clinical sequelae were reported.